Event description:
It was reported, the system had multiple boot errors in the logs, indicating power interruptions to hard drives and would not boot up. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord, hard drive, and cine hard drive were replaced during the service call. This system was tested and found to be working as intended and put back into service.